Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that there were no implant inside the inner box. Doctor completed the procedure using another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' The impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) device and packaging were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The device is not noted to have been used in a patient.the reported event could not be recreated due to the nature of the dental device and event (packaging issue). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; product packaging; page 2-3. DHR review was completed for the subject lot number 1222412. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222412) for similar event and no other complaint was identified. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsvb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.